Event description:
A customer contacted breg customer service and reported that a post op shoe, womens, medium (item (B)(4)), separated from sole after being worn for one week. Product is awaiting return.